Event description:
We've had an issue twice recently with the evolution stent deployment system where the red bung on the end of the wire that is pulled to go beyond the point of no return snaps off with only 1-2cm of wire out of the stent. We've had to resort to grasping the end of the wire with arterial forceps and winding the wire round them to deploy. This first occurred to me last week (under ga) and today under conscious sedation, which was all rather hairy as we needed to get the forceps from theatres in a hurry. We've saved the kit today. I wonder if you would mind liaising with lloyd and investigating? As per cc form: the evolution biliary stent was placed and when the control wire was about to be removed at point of no return the red plastic end came away. The doctor had to use a pair of artery forceps to remove wire to allow stent to be deployed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal)- during placement. 2. What endoscope type and channel size was used?- olympus therapeutic duodenoscope. 3. What was the position of the elevator? Was it opened or closed?- open 4. Details of the wire guide used (diameter, type, make)?- 0.035" jag wire 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred?- yes, stent was in cbd. 6. How long was the stent in the patient by the time this complaint occurred?- approx. 3 mins. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Stricture information: 1. What was the length and diameter of the stricture? Not given 2. Where was the stricture located in the body? Mid cbd 3. Was there resistance felt passing wire guide through stricture?- no 4. Was there resistance felt passing the evolution through stricture?- no 5. Was the stricture dilated before stent placement?- no questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use?- yes no damage 2. Was resistance felt during insertion into patient? If yes, at what point? No questions related to during stent placement 1. Did the product fail during stent deployment or recapture?- during deployment 2. Was the directional button pressed during use?- not used 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? - yes 4. Was the yellow marker kept in view during deployment?- yes 5. Are images of the device or procedure available?- no questions related to during introducer withdrawal 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? - both 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Na 3. Was the safety wire fully removed before removing the delivery system?- this was the problem. The red plastic end of safety wire came apart from wire therefore wire couldn¿t be removed 4. Did any part of the product snag/get caught with the stent when removing the delivery system? Na 5. Are images of the device or procedure available? No questions related to during stent repositioning/removal 1. What instrument was used for stent repositioning / removal? Forceps, snare¿-- artery forceps to remove wire from gun device was the lasso (suture) loop used during repositioning.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2071631 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. This complaint is related to (B)(4) which will capture the second occurrence of the red bung on the end of the wire snaps off with only 1-2cm of wire. Lab evaluation the device evaluation could not be completed as the device was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records of lot number c2071631 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the instructions for (ifu0062) which accompanies this device instructs the user to" ¿¿ when stent point of no return has been passed , disconnect luer lock fitting to remove safety wire completely from delivery handle¿¿ ". There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the safety wire getting caught on the stent and subsequently causing resistance when trying to remove the safety wire. This may have led to excessive force being used and the red safety cap coming off when removing the safety wire. It should be noted from additional information received the device was inspected for kinks or damage before use and it was confirmed the device was not damaged. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: according to the customer the red safety cap came off when removing the safety wire. Confirmed quantity of 01 used device. A possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the safety wire getting caught on the stent and subsequently causing resistance when trying to remove the safety wire. This may have led to excessive force being used and the red safety cap coming off when removing the safety wire. It should be noted from additional information received the device was inspected for kinks or damage before use and it was confirmed the device was not damaged. According to the initial reporter, the surgery would have been prolonged but no adverse effects were reported due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-jun-2024.